Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was not impacted. Tandem technical support was unable to perform a system check on the pump. The customer will use fast acting and long lasting insulin to manage diabetes.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.